Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to aneurysm enlargement.

Event description:
On (B)(6) 2015, a patient was undergoing treatment of an abdominal, common iliac right and left aortic aneurysms measuring 48mm ¿abdominal, 26mm- right iliac and 34.3mm- left iliac with gore® excluder® aaa endoprostheses. Reportedly, during the initial procedure the right internal iliac artery was embolized. The patient tolerated the procedure. On (B)(6) 2016, the patient underwent the left internal iliac artery embolization. The follow up images from (B)(6) 2016 to (B)(6) 2018 reveled that the aneurysm enlarged in diameter from 38mm to 39mm.